Manufacturer narrative:
The device was not returned to edwards for evaluation, however, a review of the 3mensio report provided by the site was reviewed and the following observations were noted: 3mensio imagery shows that the patients access vessel (right side) appears to have heavy calcification and tortuous with undersized vessel diameters for use with 14f esheath (minimum luminal diameter [mld] = 5.5mm). A device history records (DHR) review was done for the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint. A lot history review was performed and no other complaint relating to resistance with the delivery system were identified. The complaint for resistance with the delivery system was unable to be confirmed, however, the issue has been previously identified in a CAPA and product risk assessment, which captures root cause analysis for the issue. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage, based on the review of the IFU/training manuals, no deficiencies were identified. All inspections are conducted on 100% of the units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During manufacturing, the esheath final assemblies are 100% inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath expansion test was performed during product verification (pv) on finished devices from the work order. All tested sample units passed pv testing. The inspections and tests described support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for resistance with the delivery system was unable to be confirmed. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, during a right transfemoral tavr procedure for a 26mm sapien 3 ultra valve, there was resistance experienced during insertion of the commander delivery system into the 14f esheath. Per 3mensio imagery provided, the patient's access vessel had presence of calcification, tortuosity and undersize mld. Calcification and undersized access vessels can create a challenging pathway for delivery system insertion through sheath as it can prevent the sheath from fully expanding, while tortuosity can create suboptimal angles that can lead to non-coaxial alignment between the delivery system and the sheath. These factors can lead to increased push force necessary to advance the delivery system through the sheath. These patient conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/ process improvement to mitigate against the future. Available information suggests that patient factors (calcification, tortuosity, undersized access vessels) likely contributed to the reported event. However, a definitive root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance with the delivery system was unable to be confirmed. As the device was not returned, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. A definitive root cause is unable to be determined; however, available information suggests that patient factors (calcification/tortuosity/undersized access vessels) may have contributed to the complaint event. Since no IFU/training manual deficiencies were identified, no corrective or preventative action nor product risk assessment is required at this time. However, a product risk assessment was previously opened to assess risks associated with high push force of the commander delivery system with s3u through the esheath. A CAPA was previously initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion through esheath, and valve frame damaged for s3u commander delivery system configuration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: (B)(4); investigation is still ongoing.

Event description:
As reported by the field clinical specialist, during the a transfemoral tavr procedure for a 26mm sapien 3 ultra valve, there was a  major vascular complication. The case resulted in a vascular damage from insertion and removal of the 14f esheath and commander delivery system. The injury was surgically repaired. Patient was alive at the end of procedure. No additional information is available at this time.